Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that there were issues experienced when they initially trying to adjust the performance level prior to implant. According to the report, the physician decided to use another product to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was contained within the sealed product tray. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore, the conditions of this complaint could not be verified by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.